Event description:
It was reported that intermittent ongoing occlusions alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered along with a manual insulin injection, and supply changes to address the bg level. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced, and the customer will continue to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.